Event description:
Patient with acute inferior wall myocardial infarction had undergone a cardiac cath on the morning prior the iab catheter placement with three stents for re-perfusion. Later same evening, due to decompensation, patient was returned to cath lab and an intra-aortic balloon catheter was inserted. Approximately 4 hours later, the machine alarms to check iab catheter (timing 1:1. Catheter was checked by nurse and small flecks of blood were noted and marked on the sheath. The balloon was auto filled and the pump restarted. Approximately 10 minutes later, the iabp was alarming "check catheter". Blood remained in the tubing (no increase noted), however the nurse was unable to restart the balloon pump. It was determined the balloon had ruptured. The physician was notified and the catheter was removed without injury to the patient.